Event description:
The pt developed endocarditis and bacteremia, was hospitalized and treated with IV antibiotics with no effect. The valve was explanted and another MFR¿s smaller sized valve was implanted. The pt was transferred to the intensive care unit in stable condition.